Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor unable to power on) has been confirmed. As received, the monitor would not power on. The cause for the failure to power on was isolated to a defective y100 oscillator on the computer/analog board. The oscillator was not producing the proper output. The root cause for the defective y100 oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a (B)(6) patient's monitor and reported that the monitor was unable to power on.